Event description:
It was reported that sometime post a dialysis catheter placement, the back of the catheter (near the skin surface) was allegedly whitish in color. It was further reported that the outside of the catheter was smooth. Reportedly, the lumen was suspected to be stenotic on visual inspection. Additionally, the patient's catheter flow had been poor during recent dialysis. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported material protrusion/extrusion, stretched, material opacification and restricted flow rate as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a dialysis catheter placement procedure using a equistream split tip. During a dialysis catheter placement procedure, the back of the catheter (near the skin surface) was allegedly whitish in color. It was further reported that the outside of the catheter was smooth, and extension tubing has swollen. Reportedly, the lumen was suspected to be stenotic on visual inspection. Additionally, the patient's catheter flow had been poor during recent dialysis. There was no reported patient injury.